Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported event was not reproduced. No foreign material was identified. The following chapters from the instructions for use (IFU) pertains to the event, "chapter 4 reprocessing workflow for endoscopes and accessories" and "chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, foreign material (debris) was found inside the biopsy channel, 44cm from the biopsy port on the cysto-nephro videoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed, no debris was detected. Additional issues were identified during the device evaluation: the distal sheath was stretched, and the distal sheath glue was peeled. . The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.